Manufacturer narrative:
The explanted device was not returned for analysis as it was discarded by the medical facility.

Event description:
It was reported that a patient experienced a loss of therapy due to lead migration. The patient underwent a revision where the lead was explanted and replaced with two new leads. The patient is expected to fully recover after the procedure.